Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's entire precision system was explanted due to infection. The patient had infection all over body and was treated with oral and intravenous antibiotics. The physician does not believe the infection was device or procedure related. The patient was reportedly doing well.